Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens, -10.0 diopter tore/broke during injection into the left (os) eye. This occurred on (B)(6) 2019. There was no patient contact with the lens. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found that the haptic and optic were torn. Claim#: (B)(4).

Manufacturer narrative:
Event: the lens was replaced with a same length/model lens on (B)(6) 2019 and the problem was resolved. Claim# (B)(4).